Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two abre stents self-expanding were implanted for the treatment of a fibrous lesion in the left common iliac vein and left external iliac vein. There was mild tortuosity and no calcification. The devices were prepped as per the IFU with no issues identified. The lesion was pre-dilated. The procedure was completed with no issues mentioned. During a follow up visit the stents were noted to be occluded. Reintervention on this patient with the doctor on (B)(6) 2023. During the case, the stents were reopened the by removing the present clot with aspirational thrombectomy and using a high-pressure balloon. The stents were re-evaluated that were originally placed, and the physician had the following conclusions: unsure about why the stents went down. Stents appeared to be properly sized according to ivus ¿ no space between vessel wall and stent, no ¿step¿ into native vessel which would mean an oversizing. After clearing stents of clot and reopening, no collateral vessels appeared on venogram. This led the doctor to believe that there are no vessels that are stealing flow from the iliac veins after the case no clinical reason could be confirmed why the stents shut down at that time. Physician chose to not place any additional stents. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.